Event description:
It was reported that the pump hit the ground and the touch screen became shattered and unresponsive. Customer¿s blood glucose was 175 mg/dl. Reportedly, customer reverted to insulin shots for insulin therapy.